Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. Evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment; however, the anterior cuff-to-needle tip detachment occurred when the needle plunger was retracted as evidenced by damaged anterior cuff tabs. This could appear very similar to the reported anterior cuff miss. The returned plunger with attached link assembly was unmatched with the device as it revealed that the anterior cuff remained securely engaged with the anterior needle. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance. The suture was returned outside the device undamaged and there was no indication that the suture might have been dragged through the device during the suture retrieval process which could contribute to cuff-to-needle tip detachment. Based on our investigation, a cause for the anterior cuff-to-needle tip detachment could not be determined. However, possible causes for cuff-to-needle tip detachment while retracting the needle plunger included, but not limited to, challenging anatomical conditions or abruptly pulling out the needle plunger after needle deployment, but neither of these could be confirmed. No manufacturing or quality deficiency was detected. Per the instructions for use, the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the product lot history record did not reveal any nonconforming material record which was related to this event. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the calcified right common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred as the suture was not retrieved on the anterior needle when the plunger was removed. Another proglide was used with the same results. Hemostasis was achieved using a starclose se device. There was no adverse patient sequela. Though requested, no additional information was provided.